Event description:
Additional information received from the manufacturer's representative (rep) reported the rep had no further information on the patient. Further information from the consumer reported the issue had been resolved. The patient was just playing with the programming and did not realize that when the device had to be turned back on, the power had to be all the way down or zero. The mistake that she made was that she turned the device back on and the power was at 9.4v which resulted in shocking. The patient spoke to the rep over the phone who told her to turn the device all the way down. That resolved the issue and the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported feeling a surge of power in her back and legs after being implanted. On the morning of this report, she felt a surge of power and was numb from her breast down. It was noted that she frequently would fall. She had an x-ray done in the past and everything looked okay with the device but she had fallen since then. The patient was redirected to their healthcare provider (hcp) and it was noted that the implantable neurostimulator (ins) had been turned off. Shocking was also noted. Relevant medical history included failed back surgery syndrome and spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.